Event description:
Pt had undergone a fluoroscopic coronary angioplasty within the radiology department & was reported to be alert & oriented times 3. Fluoroscopic angioplasty discovered an anterior communicating artery aneurysm. Pt became confused & had slurred speech immediately after the fluoroscopic coronary angioplasty. Within 24 hours pt was reported alert and oriented times 3 & pt was transferred (discharged) home. Presented 2 days after the procedure & was diagnosed with a new lacunar infarct - mild stroke.